Event description:
Edwards received information that a patient with an unknown model aortic valve implanted for unknown period underwent a valve-in-valve procedure due to unknown reason. A non-edwards transcatheter valve was implanted.

Manufacturer narrative:
There may be cases when a transcatheter intervention is indicated or performed. Although there are multiple root causes, valves are typically treated because they are not functioning optimally. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional narratives based on the information available, a definitive root cause cannot be conclusively determined.